Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use and subsequently discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.